Event description:
It was reported that during a da vinci-assisted surgical procedure, the image was upside down when the customer put in the 30-degree endoscope plus. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The 30-degree endoscope plus was analyzed, and failure analysis could not confirm nor reproduce the reported issue. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was also found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on enter button camera of the button pack assembly. The endoscope was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was found with an endoscope adapter (aea) shaft bearing contributing to friction. The endoscope also failed the cable testing.

Event description:
Refer to h10/h11 for follow-up information.